Manufacturer narrative:
Alleged failure: e-14 error on the crossfire 2 when foot pedal pressed when checking equipment before a case. Rebooted the unit, and still get the error. E-14 means mc board no communication. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the mc board. The root cause for the blown components is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date.

Event description:
The device was returned for investigation and the console had blown components. Therefore a report is being filed for the potential for thermal event.

Manufacturer narrative:
Alleged failure: e-14 error on the crossfire 2 when foot pedal pressed when checking equipment before a case. Rebooted the unit, and still get the error. E-14 means mc board no communication. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the mc board. The root cause for the blown components is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
The device was returned for investigation and the console had blown components. Therefore a report is being filed for the potential for thermal event.